Event description:
It was reported during an initial total knee arthroplasty on (B)(6) 2014, the surgeon did not have the necessary product to use during the procedure for unknown reasons. There was an hour and half delay during the procedure while the surgeon waited for another implant to be delivered.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product / lot code / expiration date, PMA/510(k) number, manufacture date.